Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the iris seal of the hap02 device was torn. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated 360º horizontally. No functional testing could be performed due to the condition of the returned device. Although the iris seal is torn, the opening and closing mechanism could be tested and it functioned as intended. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a hand assisted laparoscopic procedure, the surgeon opened the package found that the film was already cracked. Changed another device. During the procedure, when the surgeon fastened the device the film cracked suddenly. The surgeon had to change to a third device to complete. There were no adverse consequences for the patient reported.